Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, a defect at the knot was identified, preventing the "realization of the suture". Two other proglide were used with the same result. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported unraveled knot could not be replicated as all components were not returned for analysis. In the absence of all components returned for analysis, a conclusive cause could not be determined for the reported unraveled (untied knot). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a percutaneous coronary intervention. Reportedly, when the plunger was removed, it was noticed the knot was untied and only one of the two suture ends was seen. Two other proglide were used with the same result. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.